Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was request but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced flank pain and left leg weakness following lead implant on (B)(6) 2020. Patient was admitted to the hospital. However, no intervention was undertaken and is planned by the physician. The patient was released on (B)(6) 2020. Physician indicated the issue will resolve over time.